Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation that water tightness was lost due to wear of the scope cover, the air/water and suction cylinders had no color, the electrical connector was dirty due to water leakage, the distal end was corroded, the connecting tube was buckled, the adhesive around the objective lens had discolored, the lever arm was corroded, and multiple parts of the scope were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the light guide lens was stained. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the stain could not be identified. It is likely that humidity invaded the light guide (lg)-lens because of applied physical stress and/or chemical stress which led to corrosion. However, a definitive root cause could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: -evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.